Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The root cause for the reported issue that device had latch kit not working was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the following issue was observed on the device: "latch kit not working." Reported problem cause description: "latch kit was bent and was hard to push." Hence, the work performed in the device includes: "latch kit was bent. Replaced latch kit." There was no patient involvement.